Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: an unspecified sensor error message was reported with the adc device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia, followed by a seizure. There was no report of self-treatment or third-party treatment for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent injury associated with this event.